Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the pump history was not showing any data. The reporter stated that the pump bolus history was not recording boluses. The reporter stated that the time, date, and year were correct. The reporter stated that all boluses were done with the pump. The bolus history was reviewed and there were no boluses recorded for the previous three days. The total daily dose was reviewed and confirmed that the total daily does was consistent with only basal insulin was delivered. The reporter confirmed no blood glucose excursions related to the issue. This report is made based on the allegation that the pump bolus history was not recording.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 12/27/2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: there was no activity outside normal use observed in the black box or pump history. A review of the pump- bolus history shows a 2.55 unit bolus on (B)(6) 2012 at 6:58pm, 1.00 unit bolus on (B)(6) 2012 at 4:07pm and a 1.25 unit bolus at 9:52pm. The black box and bolus history indicated no boluses programmed or delivered on (B)(6) 2012. The total daily insulin delivery correctly reflects the user's programmed basal rates. A normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history. The keypad was tested and all keys are responsive to user input. No hypersensitive keys were observed on keypad. The reported complaint was unable to be duplicated during investigation.